Event description:
(Os 16.859). The dentist reported 68 days after the dental implant was installed in intraoral region #14, it was verified its non osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not performed.